Manufacturer narrative:
Mfrs investigation determined that the bed exit system was functioning to specification. No injury reported as a result of the incident.

Event description:
It was reported that the bed exit alarm was not functioning and there was an alleged pt fall. No adverse consequences reported.